Event description:
Customer reported experiencing low blood glucose readings and stated that they were hypoglycemic from their disease. It was noted that adjustments were made to the basal rates and that it may have been the long acting insulin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.